Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed several upstream occlusion alarms during therapy. Aminosyn from a non-rigid container was infused at 105 cc/ hr for the first 30 minutes and then 210 cc/ hr for the next 3 hours and at 105 cc/ hr for the last 30 minutes. The reporter noted that a compatible basic solution set was used and that all connections were done properly, and the duo vent was opened. However, it was also stated that the user may not have obeyed the 24 inches between the pump and the solution bag. No additional information is available.